Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood and contrast inside and outside of the device. The hypotube, distal shaft, collar and tip was microscopically inspected. Inspection revealed numerous kinks in the hypotube, a partial separation of the shaft at the collar, and a kink in the distal shaft that was 14.5cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-oct-2016. It was reported that difficulty in crossing the lesion occurred. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was selected to be used. During the procedure, it was noted that the device was difficult to deliver and failed to be inserted into the lesion. The procedure was completed with a 5.5f non bsc catheter. However, device analysis revealed a partial separation of the shaft at the collar.